Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the locking components were damaged on the attachment device. It was further determined that the interlocking blocks, gears, and the inner parts were rusted; and the sleeve and bearing was worn. It was noted in the service order that the device was overheating and the bearing was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch rep ort will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the locking components were damaged, interlocking blocks, gears and inner parts were rusted, and sleeve and bearing were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to cleaning, sterilization and/or maintenance procedures not followed as per directions for use, which is user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Evaluation: (B)(4). If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.